Event description:
Reference number (B)(4). Event occurred in canada. This MDR is being submitted for an unknown number of devices in which the issue was experienced. It was reported that patient was hospitalize on (B)(6) 2024 due to any blood glucose value, diabetic ketoacidosis seizure and diabetic coma event. Length of hospitalization was 6 days. Headache symptom was reported at time of hospitalization. Therefore, patient was treated with intravenous. No further information available.

Manufacturer narrative:
E1: (B)(6). Patient country: canada.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code no malfunction based on complaint information. The batch 5402849 in question was manufactured at the reynosa site. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 5402849 was manufactured according to the work instruction (wi) version 12 manufactured in the line multivac 10, on 03/oct/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 28/apr/2025 against malfunction code no malfunction based on complaint information, harm code untreated diabetic ketoacidosis which the patient is unable to self-manage requiring intervention by an hcp or requires emergency advanced life support to prevent permanent organ damage and lot 5402849 and no other complaint have been registered in database for the same lot number, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.